Event description:
This letter is to inform you of receipt of information about an adverse event regarding a product which (B)(6) did not manufacture or import. After a right heart catheterization procedure, a connection issue occurred which resulted in device replacement. During the right heart cath procedure, a non-(B)(6) device (swan-ganz catheter by edwards lifesciences) was placed and a repositioning sleeve (which was included with the introducer) was applied. It was noted that the repositioning sleeve that was packaged with the introducer was different from the individually packaged sleeve that the physician was accustomed to using. After the completion of the procedure, once the patient was returned to the inpatient care unit, the repositioning sleeve was tightened onto the indwelling non-(B)(6) device (swan-ganz catheter by edwards lifesciences) to prevent it from moving. This caused the catheter to become clamped and to clot off, as well as kinked at some of the catheter ports. The procedure was completed with no adverse patient health consequences; however, blood was not able to be withdrawn via the indwelling catheter, so the indwelling catheter was replaced to resolve the issue. The device was discarded. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).